Event description:
Homepatient (hp) reported a "pinhole" in their ultra set. Per hp noted the "pin hole during drain. Hp was hospitalized but unable to obtain further information from healthcare professional to determine cause of hospitalization and/or if any patient injury resulted.